Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified. Patient demographics requested, but not provided.

Event description:
Alaris syringe pump to drip flolan into a nebulizer to give a patient nebulized flolan. The pump was programmed at 7 ml/hour. The drug ran as programmed for (5) minutes. After that, the pump alarmed and the syringe was being pushed by the plunger fast enough that it was visible to the human eye. He then set up another pcu and syringe pump and the exact same event happened with the second set up. This is an off label use of the syringe pump.